Event description:
On (B)(6) 2007, I had a total hip replacement. My doctor used the depuy pinnacle metal insert acetabular cup sz 56mm. Apex hole eliminator -ps, summit tapered hip stem with duofix ha 7 sz. I had to have this surgery because I was having pain in my hip and groin. The pain never went away after this surgery and the pain became worse with walking and any activity I did. In 2011, my hip began to squeak with any movement, bending, walking and the pain became much worse. I went to my doctor and the first thing he did was blood work. Same pt as (B)(4). Reason for use: to replace a partial hip with a full hip.